Event description:
As reported, the sapien 3 ultra valve failed after 2 years due to stenosis. A valve in valve procedure was done successfully.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. The valve serial number was not provided therefore no device history record (DHR) review, complaint history or lot history was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3/s3u, us was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation stenosis was unable to be confirmed as no medical record or imagery were provided for evaluation. There is no allegation of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (outofround configuration), trauma (cardiopulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or hostfibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, the sapien 3 ultra valve failed after 2 yrs due to stenosis and a valve in valve procedure was done successfully. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.